Manufacturer narrative:
(B)(4). (B)(6). Lot 15a056 was manufactured between (B)(6) 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the back plate corner of an infusor patient control module watch was "had given way and the button was sticking up". This was observed prior to patient use. No additional information is available.